Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Thirty six representative samples were available for evalu ation. Light assisted microscopic inspection of the breathable pouches noted no breaches or damage. The needles were properly parked in the retainers. Inspection of the retainers noted the sutures were properly wound and no damage to the retainer. A tactile and mi croscopic inspection of the first nine sutures were performed with no abnormalities. The foil pouches were inspected and identified no signs of damage or abnormalities. Functional testing of the first nine representative samples noted that the breathable pouches were opened without any tears of the tyvek packaging. The sutures were removed from the retainers without any difficulty. The sutures were loaded onto an instron machine by clamping the needle with a pneumatic grip with a serrated face and the suture end with a pneumatic yarn grip. No suture breakage or fraying was noted while handling/loading the sutures into the instron machine. The instron then pulled the sutures until the needle disengaged from the sutures. The load force at the point of detachment was measured and were found to meet ep mean and individual specifications. For the tenth representative sample, the breathable pouch was opened without any tears of the tyvek packaging. The suture could not be removed from the retainer. Upon opening the retainer, adhesive was noted on the suture. It was reported that the needle had detached. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the suture was difficult to remove from retainer and there was a foreign object on suture. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sc-543, sc-543 caprosyn 3-0 und 75cm sc1 x36 (lot#:d2l1162y), sc-543, sc-543 caprosyn 3-0 und 75cm sc1 x36 (lot#:d2l1162y), sc-543, sc-543 caprosyn* 3-0 und 75cm sc1 x36 (lot#:d2l1162y), sc-543, sc-543 caprosyn 3-0 und 75cm sc1 x36 (lot#:d3j1707ry), sc-543, sc-543 caprosyn 3-0 und 75cm sc1 x36 (lot#:d3j1707ry), sc-543, sc-543 caprosyn* 3-0 und 75cm sc1 x36 (lot#:d2l1162y), sc-543, sc-543 caprosyn* 3-0 und 75cm sc1 x36 (lot#:d3j1707ry). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a hip procedure, during suturing, the needle came loose from the thread. The issue occurred on four sutures with the same batch number, another three from a different batch number, and another one from another batch. There was no patient injury.